Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one multifire endo gia 30-2.5(v) 12mm stapler. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a kidney transplant procedure. The stapler fired one, then reload was placed and the second load would not fire. There was no patient harm. The patient is fine.